Event description:
After deploying the tissue marker and taking post stereo images, it was noticed that the tissue marker was not in the biopsy cavity. When the physian removed the tissue marker from the probe, he noticed that the plastic tip was sheared off. They found the collagen plug, but were unable to locate the plastic tip. The physician deployed another tissue marker and it worked properly. The case was completed with no consequence to the pt.